Event description:
Country of complaint: (B)(6). Thread breaks.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: samples received: 32 unopened racepacks. There are no previous complaints of this code batch. There are no units in OEM stock. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/ preventive actions: not applicable.